Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the buttons are not responding. The customer stated that does not know how it happened. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.